Event description:
It was reported that there have been issues with multiple patients in the hospital with lead fracture caused by unknown surgeon who had previously implanted the lead. It is noted that there are no strain relief loop, no anchors used, and no proper securing of the generator in the pocket resulting in dislodging. MFR. Report # 1644487-2022-00966 captures the generator migration. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Incoming information states it is unknown if surgeon had any other events reported. Surgeon is no longer with the facility. No other relevant information has been received to date.